Event description:
It was reported that in the surgical intensive care unit (sicu), a triple lumen catheter was placed in a pt successfully. When the physician went to suture the catheter in place, the needle holder failed and released the needle, resulting in a needle stick to the clinician. The clinician had to use a separate suture and needle holder to anchor the catheter securely. There was no pt death reported. There was no medical/surgical intervention required to the patient.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.